Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The account reported that the patient received a heart transplant on (B)(6) 2020. According to the account, the patient was elevated on the transplant list after a failed driveline repair (refer to MFR # 2916596-2019-05492). (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline repair on (B)(6) 2019 reported under MFR # 2916596-2019-05492. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's status on the transplant list was elevated after a failed driveline repair on (B)(6) 2019, and patient received a heart transplant on (B)(6) 2020.